Manufacturer narrative:
One tactisys¿ quartz was received for evaluation. Visual inspection of the returned device verified the connectors, switches, and labels had no physical damage. The returned quartz was powered on and a prolonged audible beep was observed. This indicates the quartz did not successfully boot or the quartz was out of calibration. Communication with the test system was unable to be established, and contact force could not be observed. A calibration was successfully performed, and functionality was restored. Communication was established, and valid contact force was observed upon connecting a known-good catheter. A fiso diagnostic verified all fiso compact modules were functional. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The field reported event was confirmed. Based on the information provided to abbott and the investigation performed, the root cause was isolated to calibration.

Event description:
During the procedure, when the tactisys was started and validation to ensite precision was conducted, the calibration of the tactisys was noted to be expired and the procedure was cancelled. There were no adverse consequences to the patient.